Manufacturer narrative:
Investigation in progress. Investigation results will be forwarded in the follow-up report#1.

Event description:
"For several port cannulas, the safety mechanism did not work, so the needle was exposed when pulled out, causing an injury to a user. On 17.03., the user first noticed that the safety mechanism did not work and she got injured. On 20.03., it also did not work twice, without injury."

Event description:
"For several port cannulas, the safety mechanism did not work, so the needle was exposed when pulled out, causing an injury to a user. On (B)(6)., the user first noticed that the safety mechanism did not work and she got injured. On (B)(6)., it also did not work twice, without injury."

Manufacturer narrative:
The complaint concerns 3 units of surecan safety ii reference (B)(4) from batch 24l10g8671. Device history record: batch record file was reviewed: the batch was manufactured within the specifications and no discrepancy was observed during inspection steps. No other similar complaint was reported on the (B)(4) units released in 11/2024. Summary of investigations: one involved device was returned allowing a thorough investigation. No pictures/videos of the complaint sample/observed defect were transmitted. - visual inspection of the returned device: the needle was used, and the safety mechanism was not activated. - safety system verification: the safety system is functional as it can be triggered without any difficulties and stays activated. The needle presents no defect. - manufacturing step review: all the manufacturing steps that could lead to the observed defect were reviewed and no failure was detected. During the quality inspection, the controls were within the defined specifications and no abnormality was detected. The maximum safety plate activation force of the affected batch is 2.78n, which is below the acceptable limit (<6n). - complaints database review: the complaint data base was verified: no increasing trend for this type of incident has been highlighted. Root cause: the performed investigation proves that the needle is operational as the safety mechanism activates correctly. The incident is probably due to an incorrect handing of the needle during the activation of the safety mechanism. It is worth noting that the IFU clearly describes precisely the needle removal procedure conclusion: the complaint is not confirmed. Indeed, the performed investigation did not highlight any defect: the received needle can be correctly secured. This type of incident is rare ((B)(4)). No actions plan is foreseen at this time.